Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported after confirming with the physician/account no date had been set for when the patient would have their device replaced. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins pocket site was painful due to significant weight loss. The physician planned to revise or replace the battery to alleviate the problem. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the device remains implanted, and a battery replacement is going to be scheduled by the physician's office. The rep will advise the physician that the explanted device should be returned for analysis. This information was confirmed with the physician. No further information was reported.